Event description:
After iabp for about 36 hours, the iab leaked and the iab was removed. No second iab was inserted. Event complications: none from the event - reported 2/27/98. Pt's current status: unk - rep'd 2/27/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.